Event description:
It was reported that the patient experienced a change in therapy effect. The patient¿s healthcare provider (hcp) was still titrating the dose. The patient had bad experiences with the medication. The medication was ¿going into¿ him, caused him to get really moody, and he was unable to concentrate. When the patient was at his last refill, the hcp lowered the dose. The hcp commented that they prescribed ¿too much too fast¿. It was noted that the patient was also taking oral zubsolv and that was currently helping more than the personal therapy manager (ptm) bolusing. The patient did not feel it when he requested a bolus. The patient¿s hcp planned to wean him off of oral medication eventually. Additional information indicated that the patient did not feel that the prialt was helping with the pain, nor quality of life, and wanted to change the medications due to side effects. The prialt dose was decreased on (B)(6) 2015 and increased on (B)(6) 2015. As of (B)(6) 2015, the issue had been resolved and the patient had recovered without permanent impairment. The device system was used to deliver prialt. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).